Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic bent and deformed with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.0/+3.0/076 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. Within the same surgery, the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.